Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages" were confirmed based on the review of the event log. The root cause for the reported complaint was found to be due to a defective lm 34 temperature sensor, likely attributed to the aging of the device. The thermogard xp ivtm system was manufactured in november 2011 and is nine years old, well past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a minor crack on the top cover of the thermogard system, likely attributed to user mishandling or normal wear and tear. The event log review showed tcmid:05 and tcmid:07 on the reported event date, thus confirming the reported complaint. The lm 34 temperature sensor was replaced to address the customer's reported complaint. After replacing the lm34 temperature sensor, the thermogard system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(4).

Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response; therefore, the patient's status is unknown.